Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned magnum taper and head identified the devices remain assembled upon receipt. Gouges and orange-brown debris are present on the exposed surface of the insert. The taper exhibits debris and scuffing. Scratching and scuffing were observed on the outer radius of the head. Review of revision op notes dated states patient underwent left hip revision due to elevated metal ion levels. Surgeon performed capsulotomy in line with the femoral head neck junction and there was noted to be milky white fluid that was expressed from within the hip joint consistent with metallosis. The head was disengaged from stem. Examination of the femoral taper as well as the inside of the metal 42mm head demonstrated evidence of corrosion. The stem and acetabular components were examined to assure no evidence of loosening. Patient leg length was equal. No delay or complications were stated in the op notes. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report: 0001825034 - 2017 - 03718. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent a hip revision approximately eight years post-implantation due to elevated metal ion levels and pain. During the procedure milky white fluid within the hip joint consistent with metallosis and corrosion inside the metal head were noted. The modular head was removed and replaced. A ceramic head and polyethylene bearing were implanted. Attempts have been made and no further information has been provided.